Event description:
It was reported that the patient underwent a spinal procedure to implant the posterior fixation at t3-4 and t6-7. The rods reportedly broke at both sides t6 one year after the implantation. The rod broke caused the kyphosis at that level. Patient complained of back pain and a neurological symptom was also reported. The revision surgery was performed approximately two years post op. The broken titanium rods were replaced to the titanium alloy rods. At the revision surgery. It was confirmed that fusion failed.

Manufacturer narrative:
(B) (4): a review of the submitted pictures of explanted rod appear to suggest fatigue as the mechanism of failure, due little apparent material distortion, and the appearance of flat progressive beach marks on the surface of the fracture. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.